Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with unstable angina. Vascular access was obtained via the radial artery. Patient was given 8000 units heparin, 0.6mg nitroglycerin, 3mg midazolam and 80 microgram fentanyl. The patient was observed to have a "right dominant" system. The left main coronary artery (lmca) was access without injuries. The left anterior descending artery (lad) was good functioning and caliber but has diffuse atheroma; the moderate segment has moderate injury (40%) with non-significant atheroma of the distal segment. The left circumflex artery (lcx) artery was good functioning and caliber. The lcx artery was permeable and without restenosis of the previously implanted stents in the obtuse marginal artery (om). The right coronary artery (rca) was good functioning and caliber. There were stents implanted in the mid rca with severe focal restenosis (90%) in the distal third of them. The distal vessel has diffuse atheroma, with mid injury (50%) and several mild injuries in the distal segments. A traditional guidewire was advanced to cross the lesion followed by predilation with a traditional balloon catheter and not with a compliant balloon. The procedure was very laborious. An 8 x 3.00 promus premier&#10244;rug eluting stent was advanced but failed to cross the lesion and was damaged. The procedure was completed with a different device. The distal segment was left moderately atheromatous as long as the patient has no symptoms. Patient was then discharged on anti-aggregant with adiro and prasugrel for one year. No patient complications were reported and the patient's status was perfect.